Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support (ts) that a fluid leak occurred during their treatment. An m31 air detected in cassette alarm had occurred prior to discovery of the fluid leak. The patient was in fill 4 of 5 when they contacted ts. During troubleshooting with ts, fluid was observed in the pump module area and on the exterior of the cassette. The patient estimated that three quarters of a cup of fluid leaked from inside the cassette door. The patient was advised to discontinue use of the cycler and they were issued a replacement. The patient was also advised to notify their pd registered nurse (pdrn) of the replacement. The patient stated they would complete their treatment by performing an alternate method of pd therapy. Additional information was obtained through follow-up with the pdrn. The pdrn was aware of the events, but they did not have specifics. The pdrn was able to confirm the patient completed their treatment by performing a manual pd exchange. The patient was trained to perform stat drains, as well as manual pd therapy if necessary. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient did not mention anything to the pdrn about the cassette being damaged. The pdrn confirmed the patient received their replacement cycler and has not experienced any further issues. The old cycler was scheduled to be picked up and returned to the manufacturer. The patient could not be reached for additional information.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment and pump door, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were visual indications of particulates around the catch post area and within the cassette compartment. A post accelerated stress test (ast) simulated treatment was performed on the cycler and completed without any failures or problems. There were no fluid leaks in the test cassette during the test. The cycler underwent and passed a valve actuation test, a system air leak test, a patient sensor calibration check, and a mushroom head check. An internal visual inspection identified evidence of dried fluid in between the pump assembly and display assembly, and within the recess of the bottom cover adjacent to the pump. In addition, the hp1, hp2, and hp3 filters were found to be clogged. The clogged filters is a failure related to the reported m31 air detected in cassette warning. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support (ts) that a fluid leak occurred during their treatment. An m31 air detected in cassette alarm had occurred prior to discovery of the fluid leak. The patient was in fill 4 of 5 when they contacted ts. During troubleshooting with ts, fluid was observed in the pump module area and on the exterior of the cassette. The patient estimated that three quarters of a cup of fluid leaked from inside the cassette door. The patient was advised to discontinue use of the cycler and they were issued a replacement. The patient was also advised to notify their pd registered nurse (pdrn) of the replacement. The patient stated they would complete their treatment by performing an alternate method of pd therapy. Additional information was obtained through follow-up with the pdrn. The pdrn was aware of the events, but they did not have specifics. The pdrn was able to confirm the patient completed their treatment by performing a manual pd exchange. The patient was trained to perform stat drains, as well as manual pd therapy if necessary. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient did not mention anything to the pdrn about the cassette being damaged. The pdrn confirmed the patient received their replacement cycler and has not experienced any further issues. The old cycler was scheduled to be picked up and returned to the manufacturer. The patient could not be reached for additional information.